Event description:
The customer reported that the left monitor would not display the video image during fluoroscopy. This resulted in a loss of the live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an over-the-phone investigation. The customer was instructed to reseat the video control board, the image processor board and all fuses in the workstation. The system was then found to be working as intended.